Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer was unable to get to the nodule. It was in the right upper lobe and had a tight bent radius. Also, the catheter was buckling down into the intermedius bronchus. The diagnostic procedure was converted to an alternate bronchoscopy method with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The procedure was converted to an alternate bronchoscopy method to resolve the reported issue. No site visit was conducted. The system was working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. A review of the complaint log associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure engineer (fae) and clinical application engineer (cae) . The following additional information was provided: the catheter buckling is not uncommon, there is even an error that gets logged when the system detects too much buckling. The buckling of the catheter will cause a tight bend radius where it is buckling. With right upper lobe targets it is possible for the catheter to buckle or collapse into the left main stem resulting in a tight bend radius. The reason that the physician converted to an alternate bronchoscopy technique is due to the inability to reach the nodule with the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: the customer converted after the start of the procedure due to due to the inability to reach the nodule with the system. While there was no harm or injury to the patient, system unavailability after the start of a diagnostic procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10.